Event description:
Information received with return of the explanted device notes infection and erosion. The patient was not pacemaker dependent and had coronary artery disease. The patient's cardioactive medication was listed as beta blocker.~~~~~~~~